Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with 2 infusion sets adhesive between on (B)(6) 2024. The patient reported infusion set fell off during use. The infusion set was in use for 2 hours. The patient replaced infusion set and resumed insulin successfully. No further information available.